Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so. The customer was advised to continue using the pump and to call back if any malfunction code recurred, to which the caller acknowledged understanding.